Event description:
It was reported, the pt felt her stimulation was too strong around her left thigh when she lies down. The pt reported it can become painful. F/u identified the pt was working to schedule an appointment with her physician for reprogramming and to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.